Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis was performed on returned product.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type programmer, patient h3: analysis of the (B)(4) intellis controller (s/n (B)(6) revealed cracked front case and broken battery contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported issues recharging/unable to charge their ins and the issue began last friday. Pt stated that their stimulator quit stimulating, but clarified that they meant the controller went blank and unresponsive and they could not get it to power back on. Patient stated they spoke with their representative who talked them through some troubleshooting, but then redirected to patient services (ps) who walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient saw memory problem and ps reviewed with patient to reset the date and time on the controller. During the reset of the controller, patient noted the green light was not flashing on the front of the controller. Patient then placed the battery back into the controller and confirmed the controller was still not flashing or blinking. Pt unplugged the controller and the controller went blank immediately. The issue was not resolved. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.